Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, an alert for an episode of atrial noise reversion was observed. The noise was not reproducible with isometrics. Inappropriate auto mode switch episodes due to far r wave oversensing were also observed. The device was reprogrammed. The patient was sent home and would continue to be monitored.